Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter displayed an error message alerting the user of a ¿faulty strip¿. The complaint was classified based on customer care advocate (cca) documentation. The patient could not specify when the meter issue occurred. The patient manages her diabetes with fixed insulin doses and consumed less food or drink in response to the alleged issue. The patient reported administering 80 units of insulin. The patient denied developing any symptoms or receiving any medical intervention as a result of the issue but stated that she obtained a result of ¿102mg/dl¿ on an unknown device, but could not specify when. During troubleshooting the cca could not confirm if the issue was resolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.